Event description:
Pump declared an altitude alarm, but customer's blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Customer's insulin was not suspended due to the alarm, and customer had not previously reported the issue with the same pump. Technical support provided tips to prevent future altitude alarms, and customer acknowledged the advice. Insulin therapy continued with the original cartridge.